Event description:
It was reported that the patient received inappropriate high voltage therapy for supraventricular tachycardia. The patient was asymptomatic. The implantable cardioverter defibrillator correctly diagnosed the supraventricular tachycardia, until a change in the atrioventricular delta led to a ventricular tachycardia diagnosis. Programming changes were performed resolving the high voltage therapy issue.